Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system which included a left ventricular (lv) lead, a right ventricular (rv) lead, and a non boston scientific right atrial (ra) lead was scheduled for laser lead extraction by the physician after presenting to the emergency room with cough and congestion and later being found to have an infection with e. Faecalis bacteremia, for which antibiotics were initiated. A transesophageal echocardiogram (tee) demonstrated vegetation on the ra lead, and lead extraction was recommended. The device clinic report also noted that the lv lead was exhibiting high out of range pacing impedance greater than 3000 ohms. The entire system was subsequently explanted via laser lead extraction, with no additional adverse patient effects reported. The next course of action is patient recovery and resolution of the infection prior to reimplantation. The system was retained by the customer.